Event description:
4 of 4 reports. Other mfg report numbers: 3013886523-2022-00339, 3013886523-2022-00340, 3013886523-2022-00341. A facility reported that on (b)(5) 2022, medical staff faced issues after placing the cerelink sensor, first there was a icp signal and then it decreased to -30/or more and suddenly a flat line on the monitor after 10/15 minutes. This happened four times after placing a new sensor and following again the whole procedure with the directlink for set up (light was constantly green in the row with 3 lights). They changed several things: several sensors on first module, new module directlink with new sensor, new monitor, test demo sensor. They had a camino placed successfully.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation (discarded by customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) has been opened to further investigate failures for the cerelink product family. Additional root cause will be investigated under the CAPA.

Event description:
N/a.